Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. The patient also had (B)(6) and vegetation was noted. In addition, exploration in the pocket site revealed exudative and hemorrhagic effusion. A thick yellow fibrin purulent exudate was present in the pocket which required debridement sharply. There were no additional adverse patient effects reported. The rv lead was explanted.